Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested/is expected for evaluation but has not yet been received therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the scorpion needle broke off after the 2nd pass through the cuff. The scorpion jaws were securely clamped and the needle was deployed prior to beginning surgery. No further details. Additional information has been requested. Follow-up investigation: the tip was not retrieved. It was imbedded in the cuff so the surgeon left it in there since it could not be retrieved easily without damaging the cuff.